Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that a "battery indicator" issue with a one touch ultramini meter. The pt manages her diabetes with 28 units of novalog insulin at 8:00 am and 14 units at 5:00 pm. She also takes 18 units of humulin-n insulin in the morning and 20 units in the afternoon. The reporter claimed that the meter did not work for about a week. During that time, the reporter claimed that the pt continued to take usual dosage(s) of insulin(s) and tried using the meter. About a week after the alleged issue began, the reporter alleged that the pt developed symptoms of sweating. The pt contacted a mid-wife nurse who advised her to lie down. The pt's blood glucose was not tested on another device during the time of concern. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.